Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic lobectomy procedure, bleeding occurred from the cut end of the site at the first firing. The amount of the bleeding was 50 cc. Blood transfusion was not performed. The astriction was performed by (B)(4) and the operation was finished without any problems. There were no adverse consequences for the patient. The doctor commented as follows: although the staples were not visibly malformed, the staples might have not been formed b-shaped completely.